Manufacturer narrative:
Pt's weight requested but not available. The angiosculpt device was not returned to angioscore, thus potential device malfunction / failure cannot be evaluated or determined. It cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the reported vessel dissection. Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and device MFR date. Method: product disposed by hospital, thus unable to evaluate device. Results: coronary artery dissection is listed as a possible adverse effect of the procedure in the angiosculpt ptca scoring balloon catheter ex instructions for use (IFU).

Event description:
During an acute myocardial infarction, the angiosculpt was delivered to a lesion located in the distal right coronary artery (rca). The angiosculpt balloon was inflated to 8 atmospheres and deflated properly. During device removal, the angiosculpt got stuck at the lesion. The clinician struggled to remove the angiosculpt and had to pull to get it out. Once the angiosculpt was finally removed, the guide wire ended up being removed along with the angiosculpt. A vessel dissection was observed subsequent to this. The clinician re-wired the rca with a runthrough (terumo) guide wire and deployed three (3) integrity (medtronic) stents: 3.0 x 15 mm, 3.5 x 30 mm and 4.0 x 09 mm. The dissection was resolved and the pt was stable.